Event description:
A caller reported that a sensor error message was received with the adc device. Due to this, the customer indicated that they experienced trembling in their upper limb, and abdominal pain, and was provided glucan and cookies by their family member as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The sensor kit expiration date is 31 aug 2022. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that a sensor error message was received with the adc device. Due to this, the customer indicated that they experienced trembling in their upper limb, and abdominal pain, and was provided gluca and cookies by their family member as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the returned product. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. An extended investigation was also conducted. Performed a visual inspection on the returned puck. No issues observed. The battery was measured, and the results were within specification. Sensor was de-cased, and no abnormalities were observed. This issue is confirmed due to a brownout reset. All pertinent information available to abbott diabetes care has been submitted.